Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Pulse voltage fault flags were observed in the download and evaluated. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 07/03/2014. Electrode belt: 09/04/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The ECG analysis, conducted by trained ECG technicians, identified the cause of the patient's death was asystole. Post-shock asystole is an expected, low-frequency complication of defibrillation.

Event description:
A us distributor contacted zoll to report that a (B)(6) old female patient passed away wearing the lifevest. It was reported that the patient was at her house with her daughter at the time of the event. Review of the downloaded data revealed that the patient experienced an appropriate defibrillation event on (B)(6) 2015. A 150j shock was delivered during ventricular fibrillation. The rhythm after the shock was sinus at 10 beats per minute (bpm) transitioning to sinus rhythm at 70 bpm. A second appropriate treatment 155j shock was delivered during ventricular fibrillation. The rhythm after the shock was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient passed away on (B)(6) 2015.